Event description:
Revision surgery - the patient had pain and a painful prosthesis.

Manufacturer narrative:
The reason for this revision surgery was to alleviate pain after 1.9 years of prosthesis use. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device as not returned to djo surgical for examination. The device was retained by the hospital. A review of the device history records showed one non-conforming material report associated with this product. The affected part was contained and returned to the vendor. (B)(4). The root cause for the pain was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.